Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches lcd window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are not working. Customer states that the blood glucose reading is 122 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.